Event description:
Caller reported that t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Caller resolved the issue by using a different charging cable and was informed by technical support that tandem does not recommend using third-party supplies unless needed for troubleshooting. A replacement tandem charging cable was sent via two-day shipping, and no further assistance was required as the pump began charging.